Event description:
Olympus was informed that during a hernia with gastric sleeve procedure, the device displayed an error code message (u508) which is described as a short circuit error. It was reported that the teflon pad had completely burnt off while the surgeon was sealing the tissue. The intended procedure was completed with another similar device. There was no report of pt injury.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. However, this type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. If additional info becomes available at a later time, this report will be supplemented.